Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Per (B)(4) risk analysis spreadsheet - eds 3 external drainage system. Hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage. Effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium. Stopcock stem handle breakage may affect operation and require device replacement. Existing risk controls minimize likelihood, and the clinical benefits of eds 3, including safe and accurate csf drainage and prevention of complications, continue to outweigh the risk. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - when draining the system, the stopcock broke . No injuries.